Event description:
It was reported that the right atrial (ra) lead experienced atrial refractories after pacing. The thresholds were changed to eliminate the atrial refractories. The lead remains in use. No patient complications have been reported as a result of this event. It was further reported that the clinician was still seeing atrial refractories after pacing. More reprogramming and changes in sensitivity were attempted, but there was no resolution. The physician will continue to monitor.

Event description:
It was reported that the right atrial (ra) lead experienced atrial refractories after pacing. The thresholds were changed to eliminate the atrial refractories. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4092 implantable pacing lead (B)(6) 2000. (B)(4).